Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, (B)(6) vs. Cordis, the patient underwent placement of the optease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of this ivc. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. The cordis optease vena cava filter is designed as a temporary vena cava filter. As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, the patient underwent placement of the optease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of this ivc. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc)filter. Per the medical records, the filter was placed for treatment of recurrent deep vein thrombosis (dvt.) The filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the intra vena cava (ivc.) As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. The patient is reported to continue to experience fear that the device will malfunction. The index procedure was tolerated well. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of th as reported, the patient underwent placement of the optease inferior vena cava (ivc)filter. Per the medical records, the filter was placed for treatment of recurrent deep vein thrombosis (dvt.) The filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the intra vena cava (ivc.) As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. The patient is reported to continue to experience fear that the device will malfunction. The index procedure was tolerated well. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The following additional information received per the medical records indicates the filter was placed for treatment of recurrent deep vein thrombosis (dvt.) The patient is reported to continue to experience fear that the device will malfunction. The index procedure was tolerated well.